Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited loss of capture. A chest x-ray confirmed the lead dislodged. On (B)(6) 2015, the lead was explanted and replaced. The patient was stable post procedure.